Event description:
During an in-clinic follow-up, a diagnostic anomaly occurred on the device in which stored egms were incorrectly labeled by the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.